Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt's attorney claims that the depuy products failed necessitating in revision and removal. Letter indicated premature poly wear, bone loss, pain and femoral loosening.